Manufacturer narrative:
The patient demographic of weight was not provided by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched. Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The patient's sample was repeated three (3) times on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The sample was also analyzed on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. The original elevated result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result, as the patient was admitted to the intensive care unit (ICU). Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in a sodium heparin tube with no gel and was centrifuged for eight (8) minutes at 3000 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.